Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
A patient reported that their bite is uncomfortable. It was noted that the patient may have a slight posterior open bite. The patient stated that she feels her bite was off prior to dental work being done. The patient's bite is high on #30,31 from dental work and is going to have that adjusted next week, asked the patient to provide a letter of recommendation from the doctor of dental surgery. A root canal on tooth 30, filling on teeth 17 & 18. Letter of recommendation provided in patient files for the patient to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.